Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis was done and the device appeared to be working as expected. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.